Event description:
It was reported that the patient stated 1 out of 10 magic 3 go male intermittent catheters hurts the patient while inserting and had a scratchy feeling. No medical intervention was reported. Per follow up on 01jul2021 the customer used the magic 3 catheters but the liberator sent some hydro catheters to try however the customer did not like them. The customer used 3 out of the 10 and thrown the rest away and was unable to squeeze the catheters to insert them and did not like the package as it was unable fold them and carry them discreetly. Hence the customer currently back in using the magic 3 catheters.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to the catheter was not stiff enough. It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. The device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated 1 out of 10 magic 3 go male intermittent catheter hurt patient when inserting and had scratchy feeling. No medical intervention reported. Per follow up on (B)(6) 2021, customer used the magic 3 catheters, but liberator sent some of the hydro catheters to try however customer did not like them. Customer used 3 out of the 10 and threw the rest away. Customer was not able to squeeze the catheters to insert them and did not like the packaging as could not fold them and carry them discreetly. Hence the customer is currently back to using magic 3 catheters.